Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin leaked into the reservoir compartment after the snap cap of the reservoir broke off. The customer also reported that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 282 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they were given insulin through manual injection to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will be returned for analysis.